Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a low blood glucose reading of 22 mg/dl. On the morning of the event, the customer got a no delivery alarm, and delivered a double bolus, which was 50 units. Later, the customer experienced low blood glucose levels, and left school with a headache. The infusion set being used at the time was an mmt-399, lot #9201968. Nothing further was reported.